Event description:
It was reported that trustable data was not observed. Several attempts have been made to collect additional information.

Manufacturer narrative:
It was indicated by the customer that the sample will not be returned for evaluation. Without the return of the device, we are unable to confirm the complaint or determine potential contributing factors. No actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.